Event description:
During a laparoscopic hysterectomy procedure, the device stopped working during the transection of the uterus. Displayed error code 5. Troubleshot, and traded out for new one. There was no reported patient consequence and 1 device is being returned.